Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the drawer was occasionally recognized as open when it was actually closed due to a faulty latch sensor. The field service engineer replaced the latch sensor, cleaned the electronics compartment and replaced the backup battery to address the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was failed to open. The customer reported that the malfunction arose when the user attempted to administer medication to a patient, leading to a delay in the medication dispensing process. There were no adverse events or injuries reported based on this incident.